Manufacturer narrative:
Continuation of medical devices: 5076-52 lead, implanted: (B)(6) 2004; 5866-38m lead, implanted: (B)(6) 2008; d224trk ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.